Event description:
It was reported that the patient's lead was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted. No further information is available.

Manufacturer narrative:
A case of lead fracture was reported to abbott. The event comes from historic data that has been made available from the hospital. The lead and associated devices in question were not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered could not be conclusively determined.